Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i30508 and h13j24062. There were no deviations found related to this reported condition during the manufacture of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized. Three days after hospitalization, the patient was discharged. Treatment and cause were not reported. The patient was switched to hemodialysis. At the time of this report, the patient was recovered from the event. No additional information is available.